Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet with an inset infusion set experienced prolonged hyperglycemia around 200 mg/dl for approximately eight hours that then transitioned to hypoglycemia, with fingerstick readings of 54¿58 mg/dl and associated slurred speech, delayed responses, and brief unresponsiveness; the patient and agent suspected pump overcorrection after the supply change, and ems was contacted, confirmed recovery to 116 mg/dl, and cleared the patient at home. Symptoms included neuroglycopenic signs consistent with hypoglycemia. Outcomes included ems involvement without transport or hospitalization. Investigation included internal case review and consultation with clinical and data science. Investigation of this case revealed no reported abnormalities at the infusion site and no confirmed device malfunction, with the event consistent with glycemic variability and potential insulin delivery overshoot after prior hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.